Manufacturer narrative:
(B)(4) 2014, a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Reported issue could not be replicated. No further issues reported.

Event description:
A medtronic representative reported that, while in a craniotomy and following a successful registration, the surgeon alleged a 3cm inaccuracy in depth. The surgeon was in lesion, checked other directions and visually confirmed depth was the only inaccuracy. The head frame and vertek arm were checked for movement, none was detected. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no impact on patient outcome.